Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer stated that the retainer ring was broken. Customer stated that the reservoir was not able to lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the ring was damaged. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.